Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak was observed at the proximal end of the breathing bag. The investigation attributed this condition to an error during the manufacturing process. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
E1 phone number: (B)(6). B3: month and year of event have been provided, day is unknown.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a leak was detected during the pre-use leak test. The event occurred before patient use at the facility.